Event description:
(B)(4) (distributor of the device) personnel notified brivant ltd that a complaint was filed with the(B)(6) competent authority ((B)(4)) potentially involving a cruiser-18 wire on the (B)(6) 2012. The following text was in the (B)(4) report: the pt was undergoing an angiogram and angioplasty of the left anterior tibialis and dorsdalis pedis arteries. A boston scientific 300mm 0.018 guidewire was being used by the radiologist. When placed in the distal artery, the tip of the wire detached from the shaft. The tip was successfully removed with a snare. No injury to the pt carer or healthcare professional was reported. The wire and tip have been placed in a bag for referral back to the supplying company. An alternate wire was used for the procedure. It was subsequently confirmed to brivant (B)(4) on the 10/02/2012 that the guidewire involved in the complaint was a cruiser-18 device and not a boston scientific guidewire as is indicated in the initial report.

Manufacturer narrative:
Initial lot history investigation has been conducted with no mfg issues noted that may have contributed to the complaint. To assist in root cause determination, sem analysis is routinely carried out on the fracture surface where there are incidents of fractured guidewire. We are currently awaiting the return of the wire involved in this complaint. We will then schedule sem analysis and complete our eval. We will submit a f/u report upon completion of investigation.